Event description:
It was reported that while the ventilator was connected to a pt, two technical error codes indicating monitoring printed circuit board communication failures with the control printed circuit board and expiratory channel printed circuit board were generated. (B) (4). (B) (4).

Manufacturer narrative:
(B) (4).